Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a rise in pacing impedances measuring greater than 3000 ohms and observations of intermittent noise . It was noted that these out of range pacing impedances have been since last year. Boston scientific technical services (ts) provided possible causes. The device was reprogrammed sensing to ring to right ventricular (rv) lead and no noise is present. Isometric and diaphragm movement testing was performed and the noise could not be reproduced. This crt-d and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a rise in pacing impedances measuring greater than 3000 ohms and observations of intermittent noise . It was noted that these out of range pacing impedances have been since last year. Boston scientific technical services (ts) provided possible causes. The device was reprogrammed sensing to ring to right ventricular (rv) lead and no noise is present. Isometric and diaphragm movement testing was performed and the noise could not be reproduced. This crt-d and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a rise in pacing impedances measuring greater than 3000 ohms and observations of intermittent noise. It was noted that these out of range pacing impedances have been since last year. Boston scientific technical services (ts) provided possible causes. The device was reprogrammed sensing to ring to right ventricular (rv) lead and no noise is present. Isometric and diaphragm movement testing was performed and the noise could not be reproduced. This crt-d and lv lead remains in service. No adverse patient effects were reported.